Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve and a small flexnav delivery system were selected for procedure. The patient originally had a normal sinus rhythm. Prior to implant, a balloon aortic valvuloplasty (bav) was performed, and the patient experienced a heart block. The valve was successfully implanted, but the heart block continued to persist. A pacemaker was required to be implanted to treat the heart block. There was no clinically significant delay in procedure reported. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined, but the 5mm depth of implant could have contributed to the heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.h6. Previously reported medical device problem code has been replaced with 2616 malposition of device

Event description:
Subsequent to the previously filed report, additional information was received that there was minimal calcification beneath the aortic annular plane in the interventricular septum. The implant depth of the valve was 5mm. No additional information was provided.